Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducials were administered transperineally prior to spaceoar implantation and the procedure was done under local anesthesia. The physician was suspecting a rectal wall infiltration. He stated that the base and apex looked perfect but at the midgland there was possible infiltration since the gel took on the shape of the prostate. The rectal wall infiltration was less than 25% of the circumference of the wall. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Fiducials were administered transperineally prior to spaceoar implantation and the procedure was done under local anesthesia. The physician was suspecting a rectal wall infiltration. He stated that the base and apex looked perfect but at the midgland there was possible infiltration since the gel took on the shape of the prostate. The rectal wall infiltration was less than 25% of the circumference of the wall. There were no patient complications reported as a result of this event.